Manufacturer narrative:
Explant analysis showed silicone debris in the posterior valve channel. Affecting seal of the valve and causing leak.

Event description:
Deflation resulting in explantation.

Manufacturer narrative:
Explant analysis showed silicone debris in the posterior valve channel, affecting seal of the valve and causing leak.update/correction to sections a2, b4, b5, d4, d10, g6, h2, h4, h6, and h10

Event description:
Deflation resulting in explantation

Manufacturer narrative:
Explant analysis showed silicone debris in the posterior valve channel. Affecting seal of the valve and causing leak.

Event description:
Deflation resulting in explantation.